Manufacturer narrative:
Physio-control evaluated the customer device and was unable to verify the reported issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device shut off during use. The customer turned the monitor back on and battery showed 3 green bars. Later, the device shut off during use again. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.